Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. The device had minor scratches on the lcd window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the insulin pump alarmed button error and it seemed the act button wasn't working. Customer's blood glucose was 157 mg/dl. Customer was playing outside when the alarm occurred. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.